Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
An ophthalmic assistant reported capsular bags ruptured on more than one treatment during laser assisted cataract procedures. Reporter indicated they are requesting service to inspect the laser. Additional information has been requested.

Manufacturer narrative:
Additional information provided in device available for evaluation?, device evaluated by MFR?, evaluation codes, and additional MFR narrative. A field service engineer (fse) went on site and evaluated the laser system for the reported event. The fse found an unstable oscillator signal and replaced the oscillator to correct the issue. Though the nonconforming oscillator could contribute to an incomplete dissection, it should be noted that an incomplete dissection may not lead to a capsular tear. Potential contributing factors that increase the risk of a capsule tear during phacoemulsification include ergonomic obstacles, limited intraocular working space, poor visualization, increased nuclear size and density, weakened zonulas, a radial tear in the capsulorhexis, and an inability to rotate the nucleus or epinucleus. Other factors also include ocular anatomy, or surgical technique. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. (B)(4).